Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to a heart wall perforation. A small effusion was noted, but no intervention was made other than lead replacement with a passive lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a heart wall perforation. A small effusion was noted, but no intervention was made other than lead replacement with a passive lead. This lead was returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This lead was received for analysis. Visual inspection noted that the helix mechanism returned in an extended position, with no abnormalities, other than induced damage. Dried blood was noted in the helix housing and within the neck region of the lead. Noted cuts in the outer insulation, likely explant damage. Noted deformed coils in the conductor coils. The lead passed electrical testing. Laboratory analysis was unable to confirm the reported allegations of perforation, surgery and effusion.